Manufacturer narrative:
Initial MDR 2432235-2023-00167 was filed on jun 16, 2023. Additional information ¿ july 18, 2023: a customer for outside the united states reported a falsely elevated (>IFU 99th% 45 pg/ml) atellica im tnih result on one female patient's serum sample. A new sample from the patient as well as the original sample were repeated at low/normal <3 ng/ml on the same system. Quality control (qc) was in range at the time the sample was run. The system's operation was checked by siemens after the incident. Siemens completed assessing the log files provided for the discordant sample (sid# (B)(6). A review of the reagent trace file did not show evidence of a hardware issue that impacted the delivery of the tnih reagents. Review of the sample trace file for sid# (B)(6) shows that it passed specification, but when compared to other 100-ul sample aspirations, a possible preanalytical issue can be observed with the discordant sample. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
An outside the united states customer reports observation of discordant elevated atellica im high-sensitivity troponin I (tnih) result for a female patient. The initial result was reported to the physician(s) who did not question the result. The sample was repeated on the same atellica im analyzer, and the result was lower. The two other samples from the same patient were tested and lower negative results were obtained. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens continues to investigate.

Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for a female patient. The initial result was reported to the physician(s) who did not question the result. The sample was repeated on the same atellica im analyzer, and the result was lower. The two other samples from the same patient were tested and lower negative results were obtained. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih result.